Event description:
The customer reported that the jaws of the device were sticking while cutting through tissue. The device was cleaned several times but the sticking continued. The customer also reported that the device cauterized by itself. The site has not provided further information on this incident.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.